Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was used a atrial fibrillation ablation procedure. Saline was noted to be leaking from the valve when the catheter was inside the sheath and in a certain position relative to the valve. No blood leaking and the procedure was completed successfully. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Event description:
It was reported that a polarsheath was used a atrial fibrillation ablation procedure. Saline was noted to be leaking from the valve when the catheter was inside the sheath and in a certain position relative to the valve. No blood leaking and the procedure was completed successfully. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
Visual inspection of the device showed no visible defects and the inspection of the valve seal reveled no major tears. The device passed the standard aspiration, hemostasis, and air pressure tests. During extensive engineering testing the device did not pass the aspiration or hemostasis testing while a polarx catheter was inserted but did pass after the catheter was removed. Hemostasis also did not pass testing while a dilator was inserted. Air pressure testing did not identify any leaks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.